Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as: 2134265-2016-07066. It was reported that the brake defeat malfunctioned, rotawire tip detached and remained inside the patient. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery(lad). A 330cm rotawire and a 1.5mm rotalink plus were selected for use. During the procedure, it was noted that the rotawire was moving back and forth as the wire releasing button was not locked. The physician was concerned with the movement of the rotawire thus the rotawire was removed from the patient's body. Subsequently, it was noted that about 1cm of the distal tip was detached and remained in the distal lad. The procedure was completed with another of the same rotawire and a 1.75mm rotalink plus. No further patient complications were reported and the patient's condition was good.